Manufacturer narrative:
This report is for one unknown 5.0 locking screw/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has a non-union of a trochanteric hip fracture on an unknown date that was treated with a trochanteric fixation nail (tfn) on (B)(6) 2014. Additionally, the helical blade is cutting out of the femoral head superiorly, there was one 5.0 locking screw used through the nail. The surgeon has not scheduled a revision surgery or explanation at this time. This report is for one unknown 5.0 locking screw. This is report 2 of 3 for (B)(4).